Event description:
As reported by the edwards clinical specialist, at the end of the transcatheter aortic valve replacement (tavr) procedure there was a dissection of left common femoral artery (lcfa) during re-section of the vessel. The dissection caused bleeding and compromised flow down to the patient's iliacs. The access site bleeding was controlled with suturing and the compromised flow was restored after implanting a 8mmx24cm biliary stent at the dissected lfca. The patient remained stable during the entire procedure, was extubated in the cath lab and transferred to the cicu for further observation. Both physicians stated that the complication was not caused by any edwards product, but rather by the difficult anatomy/diseased state of the patient's vasculature. Per the report, this patient was taken to the or prior to tavr for access to lcfa via cutdown by vascular surgeon. The patient was transferred to cath lab with 7fr sheath in place, maintaining access to lcfa. The 24fr rf3 sheath was inserted into lcfa without any resistance. The 26mm sapien valve was successfully deployed. The delivery system was removed and venous and arterial sheaths removed from right femoral artery/vein. Rfa access site closed with perclose by the physician. The doctor removed ew sheath without resistance and proceeded to close the access site with suture. Due to the patient's severely calcified/diseased femoral artery, the tissue began to tear and bleed. The physician attempted to control the bleeding by placing a clamp on the patient's artery, at which time the vessel dissected completely. The doctor maintained hemostasis manually, and placed several sutures at the access site, eventually successfully closing the access site. A post procedural angiogram showed compromised flow down the patients iliac. The doctors consulted and decided to place a 8mm x 24cm biliary stent in the patients lcfa in an attempt to restore flow. Dr. Placed the stent, and an angiogram revealed that the flow had improved to the satisfaction of both physicians.

Manufacturer narrative:
The device lot number was not available thus the device history record (DHR) review of the effected sheath was not performed. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the access vessel diameter was 7mm and the patient's femoral artery was described as severely calcified, mildly tortuous and diseased. In addition, prior to tavr this patient required surgical placement of the sheath via lcfa cutdown by vascular surgeon. It is likely that patient vessel factors (smaller than indicated size, and severely calcified) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.